Event description:
It was reported that patient's left hip was replaced in 2009. Patient had revision surgery on left hip to clean up bone spurs in (B)(6) 2011 and on (B)(6) 2012. Had one dose of radiation in (B)(6) 2012 for bone spurs.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.